Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack for a battery voltage of 2.75 volts. The device was sent for analysis.